Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent recurrent right inguinal hernia repair surgery on (B)(6) 2019 during which the surgeon noted the previously placed mesh was eroding through the peritoneum lateral to the indirect hernia. He everted the hernia sac back into the abdomen by dissecting it free from the cord structures and the previous mesh. It was reported that the patient experienced severe pain, mesh erosion, stress and anxiety. No additional information is provided.